Event description:
It was reported that a flo-gard infusion pump presented an occlusion alarm. It was not specified when in the process this occurred. There was no patient injury or medical intervention reported with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. A visual inspection, battery test, and functional test were performed. The occlusion alarm was identified in the alarm log and during the functional test. The cause of the condition was determined to be a damaged latch roller. To correct the condition, the latch roller was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.